Event description:
Healthcare professional reported left side "potential faulty valve". Healthcare professional later reported deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "potential faulty valve". Healthcare professional later reported deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ valve leak and/or damag : no observed. Additional observation. ¿ observed, one opening assessed as surgical damage. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d.9; h.3; h.6.